Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as unspecified surgery procedure; however, the nurse could not medically confirm this, therefore, the cause of the event has been assessed as unknown. On an unreported date, the patient was hospitalized for the event and treated with vancomycin (dose, route, frequency, and duration not reported) and ceftazadime (dose, route, frequency, and duration not reported). Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.